Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation between the adm liner and femoral head involving a restoration adm x3 ins 28/48 was reported. The event was confirmed. Visual inspection noted some scratches and gauging on the device. This is likely explantation damage. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The investigation concluded that the dissociation between the adm liner and femoral head was caused by patient factors. The root cause of the reported event was due to the trauma facilitated by the patient¿s poor medical condition as a consequence of muscle wasting in end stage breast cancer is the root the reported event.

Event description:
The patient suffered pain after chronic dislocation so the surgeon revised. The mdm 42mm poly insert disassociated from the 28mm metal head remained implanted. This patient has advanced stage cancer.

Event description:
The patient suffered pain after chronic dislocation so the surgeon revised. The mdm 42mm poly insert disassociated from the 28mm metal head remained implanted.